Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator not working and found out transducer fault alarm on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visual inspection of the uut (unit under test) found no damage and no indication of misuse. Installed the uut on a known good vela test fixture and connected the unit to ac power.the unit was powered into user mode and the unit would auto cycle and would alarm apnea interval,low ve (minute ventilation) and transducer fault.the reported complaint was confirmed through the events logand duplicated during functional check. The transducer pt800 (turbine differential transducer), pt801 (exhalation pressure transducer) and pt802 (exhalation flow transducer) have failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.